Event description:
It was reported that pump did not load cartridges and patient stated pump needed to be replaced. There was no reported impact to the customer¿s blood glucose level. Patient was out of warranty and in process of renewal, declined follow up with technical support, and no additional information was received regarding the outcome of the event.